Manufacturer narrative:
The product was not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Complaint history for metal on metal complaints is reviewed, based on statistical analysis, during the monthly CAPA meeting. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal titled, "the relation between titanium taper corrosion and cobalt-chromium bearing wear in large-head metal-on-metal total hip prostheses." It was reported that that 23 patients required revision due to pseudo tumor on an unknown date. There has been no further information provided and the patient outcome is unknown.